Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm and motor position encoder error alarm on the insulin pump. Customer's blood glucose reading was 180 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer went through an MRI while wearing the insulin pump which resulted in a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer declined to receive a replacement insulin pump and was advised that they need to remain disconnected as the device does not function properly.